Manufacturer narrative:
Requested patient demographics however the customer stated they "decline to provide any patient identifying information at this time as it has no bearing on what occurred with the pump." (B)(4). No codes found for unspecified hemodynamic instability, surgical intervention, or cardiac assist device required. The customer¿s report that the system shut down with no prior audible alarms for low battery could not be confirmed. The log analysis showed that the pcu had alarmed for low battery approximately 17 minutes after the ac power was disconnected. The audible alarm was manually silenced approximately a minute after the alarm sounded. The pcu alarmed with ¿battery discharged¿ approximately six minutes later after the low battery alarm was silenced and the infusing pump modules were placed in a pause state by design. The system was manually turned off a few seconds later. The battery log indicated that the pcu began alarming at power on for low battery capacity on (B)(6) 2018 and it also alarmed with this message when it was turned on for use with this reported incident. The alaris system user manual instructs to fully charge a depleted battery by connecting the device to a hospital grade ac power source for 16 hours; the battery log indicated the pcu had only received a charge time of about 8 hours prior to the reported incident. The customer reported that they had no record of having replaced the battery. The battery usage age was determined to be approximately 3 years and 4 months per the alaris system user manual, and the 592a service bulletin, the battery should be replaced every 2 years. The proximate cause for the device shutting down is the battery having reached the end of its useful life; battery usage age was over 3 years with its capacity significantly diminished. The root cause for the battery discharging sooner than expected is poor battery maintenance practices that are not in accordance with the alaris system user manual or 592a service bulletin.

Event description:
The customer reported that the patient had undergone open heart surgery and the following medications were infusing: epinephrine at 0.15 mcg/kg/min initiated on (B)(6) 2018 at 1917; norepinephrine at 0.1 mcg/kg/min initiated (B)(6) 2018 at 2245; vasopressin 0.04 u/min initiated (B)(6) 2018 at 2051; and milrinone at 0.125 mcg/kg/min initiated on (B)(6) 2018 at 1837. The user stated that on (B)(6) 2018 at approximately 0400, while preparing the patient for transfer to the ICU, ¿within five minutes of unplugging the system, all modules shut down.¿ the devices had been plugged into an outlet for six hours prior to the event. There were no audible alarms noted for low battery prior to the devices shutting down and "the pump was working fine up until the time it was unplugged from the wall." The patient started to become hemodynamically unstable, and while troubleshooting the patient¿s rapid decline the team noticed that the devices were off. An unspecified additional surgical procedure and cardiac support device were required to assist in stabilizing the patient. Although requested, the customer declined to provide any additional information about the patient including whether there was any lasting harm. The biomed reported that there was no record of the pcu battery being replaced every 2 years, the battery capacity having been checked at least once every 6 months, or the battery having been manually conditioned every 12 months, and could not confirm whether only carefusion-supplied batteries were used.

Event description:
It was later reported that the patient died, although requested there was no additional details provided that contributed to patients¿ death.

Event description:
It was reported that the patient had undergone open heart surgery and the following medications were infusing: epinephrine, 0.15 mcg/kg/min initiated on 11/28/2018 at 1917; norepinephrine 0.1 mcg/kg/min initiated 11/28/2018 at 2245; vasopressin 0.04 u/min initiated 11/28/2018 at 2051; and milrinone 0.125 mcg/kg/min initiated on 11/28/2018 at 1837. The user stated that on 11/29/2018 at approximately 0400, while preparing the patient for transfer to the ICU, within five minutes of unplugging the system all modules shut down despite having been plugged into an outlet for six hours prior to the event. There were no audible alarms noted for low battery prior, and the pumps were running without problems until the time it was unplugged from the wall." The patient started to become hemodynamically unstable, and while troubleshooting the patient¿s rapid decline the team noticed that the devices were off. An unspecified additional surgical procedure and cardiac support device were required to assist in stabilizing the patient. Although requested, the customer declined to provide any additional information about the patient, including whether there was any lasting harm. The biomed reported that there was no record of the pcu battery being replaced every 2 years, the battery capacity having been checked at least once every 6 months, or the battery having been manually conditioned every 12 months, and could not confirm whether any third party parts were used. Received a copy of the customer's medwatch report from FDA which states, ¿describe the event or problem: loss of infusion, patient almost died in the operating room at the end of the case after getting left ventricular assist device (lvad), when we were already in the ICU bed and about to start transporting when the alaris pump that had high dose inotropes: epinephrine at 0.15 mcg/kg/min, norepinephrine at 0.1 mcg/kg/min, vasopressin 0.0 u/min and milrinone at 0.125 mcg/kg/min turned off on its own despite having being plugged in for more than 6 hours during the case. This alaris pump was disconnected for approximately 5 minutes before it turned off and gave no alarms for low battery which neither my fellow or I heard or saw. We didn't notice it until the patient started to become hemodynamically unstable (low mean arterial pressure (map) in the 50s, then in the 40s, not responding to high dose epinephrine and vasopressin boluses, with the lvad alarming for very low flows (left ventricular assist device). At this point I was checking to make sure the medications were going to the patient and that is when I saw that pump had turned off, the pump with all the inotropes on this already high-risk patient. This is a patient who came to the operating room for an lvad with an already compromised right ventricle (moderate right ventricular dysfunction on pre-op transthoracic echocardiogram (tte)). On the post-cardiopulmonary bypass echo I had performed, the right ventricle (rv) still had moderate dysfunction and was severely dilated. Because of this alaris pump malfunction incident, patient went into acute rv failure, with severe rv dysfunction and inability for the lvad to function. We had to pharmacologically code the patient and the patient required an emergent implantation of a right ventricular assist device (rvad) which required reopening of the chest for new device (a right-heart assist device) to be placed, which we would have avoided if the alaris pump had not stopped working! Now the patient has to remain in the ICU with an open chest, with an increased risk of bleeding, with neurologic monitoring every hour to make sure he did not suffer neurologic damage, all because of a pump that turned off without alarming and despite having been charged all case."